Event description:
It was reported that during an unknown procedure the device gives the message replace the handpiece. Another device like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent the handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and there was moisture present and the acoustic isolator was torn. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. It is probable that the ingress of moisture affected handpiece functionality and caused the reported alert screen "replace hand piece".